Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that a patient underwent an unknown spinal procedure. At an unknown time post-op, it was noted that the set screws had migrated out of the construct. A revision surgery was done to replace the migrated hardware. No further details are known at this time.